Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc and experienced bilateral ruptures post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 400cc, catalog# 3504004bc, serial# (B)(4) (right), mentor memorygel breast implant 375cc, catalog# 3503754bc, serial# (B)(4) (left) on (B)(6) 2019. This report is for the left side device.

Manufacturer narrative:
On 1/14/2020, it was noticed that the following information was erroneously omitted from the previously submitted report: the patient also experienced bilateral capsular contracture, baker grade unknown post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/24/2020, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample a crease was observed on the anterior aspect. Also a tear was noted within the crease measuring approximately 5 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).